Event description:
Spontaneous call from (B)(6), cnss. Cadd ms3 ump sn (B)(4) making a squeal type sound. Batteries were changed and at the fill tubing step, nothing happened and tubing was not filled. No adverse event reported patient switched to back up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.